Event description:
It was reported that the unit on (B)(6) 2025 at 10:47 am stopped ventilating, they says. The c500 screen went blank and unresponsive. Had to swap out the ventilator. There is no reported patient injury. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event, onsite investigation by dräger service and log analysis at the manufacturer site in lübeck. According to the investigation results the reported event could not be traced because date and time of the log file provided are incorrect. The analysis of the log file cannot confirm a failure of the ventilation or a failure of the cockpit c500 - but it can also not be excluded. As a safety feature of the device, the software analyzes and verifies proper function of the device. In the case of a detected deviation, the device would trigger an audible and visual alarm to inform the user of the deviation. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. We recommend testing the device completely according to the manufacturer's specifications before putting it back into operation. The investigation of the log file provided cannot confirm a failure. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.